Event description:
Reportedly, during an exploratory laparotomy, the product was used in a running closure of the rectus sheath. The pt coughed and a wound dehiscence occurred at the anterior rectus. The wound was re-sutured. No pt injury occurred.